Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm and insulin pump error alarm during self test basal. Customer¿s blood glucose level was 27.5 mmol/l and treated with manual injection. Customer stated that they received insulin flow blocked alarm when attempting to bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to check their settings. Customer declined to test insulin pump. Customer was able to clear the alarms. Customer was able to complete insulin pump rewind. Customer states they performed self test again and it did not pass and insulin pump had hardware low level failures alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.